Event description:
End user alleges while operating her motorized wheelchair down a declining driveway, she slid out of the seat and allegedly injured her ankle. The end user was not wearing the seat belt at the time of the incident.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The motorized wheelchair performed as intended when field inspected. End user reported that while operating her motorized wheelchair, without the use of the seat belt she slid out of the seat and injured her ankle. The hoveround owners manual warns end users to always use the seat belt.